Manufacturer narrative:
Admission date: (B)(6) 2015. Discharge date: (B)(6) 2015. Surgery date: (B)(6) 2015. Procedures performed: lumbar: l3-l5, laminectomy for decompressive procedure (primary), foraminotomy, facetectomy, discectomy. Dural opening details: incidental/intentional: incidental. Sutured/no sutured: yes. Length of dural incision: 0.2 cm. Surgical approach: posterior. Duraplasty material (onlay) was used during the procedure. Shunts/drains (lx channel drain (location: extradural)) was placed. Sealing procedure: duraseal exact. Application time 5 seconds. Applicator used: unknown. Volume used: unknown.

Event description:
(B)(4). Subject (B)(4) is a (B)(6) male with an extensive medical history, no past surgical history, and no associated risk factors for experiencing a protocol defined adverse event. Baseline neurological examination was not performed prior to surgery. On (B)(6) 2015, the subject had a surgery for a massive l3-4 disk herniation with severe l3-4 spinal stenosis. During the procedure, an incidental dural tear occurred. Primary closure included sutures and an autograft. Baseline leak assessment after primary closure indicated no leak. After primary closure, one treatment of duraseal exact was used. The main wound was closed using sutures and floseal. While in hospital, subject developed positional headaches and there was evidence of potential cerebrospinal fluid (csf) leak through the wound. Re-exploration for csf leak repair and pseudomeningocele drainage was recommended and performed. It was noted that a pinhole durotomy was found around the area of prior repair once pseudomeningocele was evacuated. Leak was repaired using primary repair (sutures), muscle patch and a new application of duraseal. This serious adverse event was reported by the principal investigator to have a severity rating of "moderate" and a relationship to the device as "probable". The event resolved on (B)(6) 2015.

Manufacturer narrative:
Integra has completed their internal investigation on 1/20/2016. The product was not returned for evaluation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened